Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during the investigation, a review of the black box showed evidence of multiple cs 088 watchdog errors on 03-mar-2018. The pump powered on with the returned battery cap. A vibration alert became active upon power up, and during the alarm sequences. No evidence of an intermittent or extended vibration. The pump¿s case was removed, the vibrate motor was found to be intact with no damage. Evidence of moisture contamination was found inside the pump on multiple printed circuit board components including the watchdog processor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The reporter alleged constant vibration coming from the pump. This compliant is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.